Event description:
It was reported "a cardiac anaesthetist (B)(6) hospital has noticed the following; initially short arrows (ra-04220) that would not get a flash back but when removed it was clearly in the artery. He has also noted that they are hard to thread over the guide wire. The patient's current condition is unknown at this time. Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. Excess biological material was observed within the catheterization device, catheter, and needle cannula. Visual analysis revealed that the guide wire was unraveled from the distal weld. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The distal core wire tip was tapered and discolored at the point of separation. The distal weld was present and appeared full and spherical. During functional testing, dried biological material was observed within the needle cannula and catheter. No adhesive was observed within the catheterization device; however, it cannot be confirmed with the guide wire stuck within the cannula. No other defects or anomalies were observed. The outer diameter of the needle cannula measured 0.0325", which is within the specification limits of 0.0320"-0.0325" per needle cannula product drawing. Dimensional analysis of the guide wire could not be performed due to the nature of the damage. The guide wire could not be removed from the needle cannula. Simulated use of the device was performed per the product instructions for use (IFU) statement: "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip." The black handle on the guide wire was attempted to advance through the track of the guide wire tube and was unable due to the dried biological material within the device. The guide wire was unraveled from the distal end and lodged within the cannula. The guide wire could not be removed. Functional analysis of the guide wire could not be performed due to the nature of the damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit instructs the user , "precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of an unraveled guide wire due to needle resistance was confirmed through complaint investigation of the returned sample. The guide wire was unraveled and lodged within the needle cannula. Significant dried biological material was observed within the entire catheterization device which likely caused or contributed to the reported resistance. No manufacturing issues were identified however this could not be confirmed with the guide wire stuck within the cannula. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire damage. Guide wire breakage may occur if a force greater than the design specification is applied during removal. No resistance was experienced with the advancer chamber and the guide wire handle. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, the root cause could not be determined based on the available information. Teleflex will continue to monitor and trend for reports of this nature.